Event description:
It was reported that this patient received an inappropriate shock likely due to supraventricular tachycardia (svt). A request for technical services (ts) review was needed. No adverse patient effects were reported. The device remains implanted. The hospital technician increased the therapy zone and patient was placed on different medication.

Event description:
It was reported that this patient received an inappropriate shock likely due to supraventricular tachycardia (svt. . A request for technical services (ts) review was needed. No adverse patient effects were reported. The device remains implanted. The hospital technician increased the therapy zone and patient was placed on different medication. Ts review of the case noted that increasing the conditional zone would be an option but if the heart rate goes above 250 this will not resolve the issue.

Event description:
It was reported that this patient received an inappropriate shock likely due to supraventricular tachycardia (svt). A request for technical services (ts) review was needed. No adverse patient effects were reported. The device remains implanted.